Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not powering on. The unit displays the ac indicator light but when turning the knob nothing happens. There was no reported patient or user involvement and no adverse patient/user impact.